Event description:
It was reported that left hip revision surgery was performed. Pseudotumor, elevated cobalt and chromium levels reported.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pseudotumor, elevated cobalt and chromium levels. During the revision the bhr head was removed. The bhr cup remained implanted, a competitor stem, femoral head with titanium sleeve and dual mobility polyethylene liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided implant report, the cup was placed in 40° inclination and 20° anteversion. It was indicated that the anteversion was ¿some increased¿ and the anterior wall was somewhat deficient. According to the provided revision report, the patient did well for many years, blood metal ions were increasing, pain started, an MRI showed a pseudotumor surrounding the femoral neck and head. The mentioned MRI or the report as well as further information on the blood metal ions were not provided. During the revision, brown synovium consistent with a pseudotumor, respectively adverse local tissue reaction and sclerotic bone at the stem were seen. The hip was stable (internal rotation to 75° and flexion to 90°, 2 mm shuck) and the well aligned cup was left in-vivo and combined with a dual mobility ball head/liner. As results from the mentioned pathology to assess the adverse local tissue reaction were not provided, the nature of the intra-operative findings remain unclear. The provided surgical reports did not provide information that could explain the onset of the reported findings, respectively describe a potential root cause for the reported findings. It was also noted that use of a competitor¿s (biomet) stem, femoral head with titanium sleeve and dual mobility polyethylene liner these were implanted at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.